Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received information on how to reset the pump but did not have the necessary charging pad at the time of the call. Customer planned to follow up if further assistance was needed to reset the pump.